Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated a 12.6mm micl12.6 implantable collamer lens, -16.0 diopter, tore during loading. There was no patient injury and the backup lens was used.

Manufacturer narrative:
Additional information received - the reporter indicated the lens was inserted and was noted to be torn after insertion. The lens was removed with no patient injury and replaced with another same model/diopter lens. The post-op bscva was 20/30-1, with photophobia. Results: visual inspection of the returned product found pieces of lens optic and haptics torn off and missing. The lens was returned dry and there was evidence of reddish color residue on the lens surface. Conclusions: based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).